Event description:
It was reported that the 6800 system experienced poor image quality. No patient injury was reported.

Manufacturer narrative:
A ge rep performed an on site investigation and observed poor image quality and noticed slow booting. Replaced image intensifier, hard drive and software along with the rear handle and retaining ring. Repaired and returned to service.